Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation the optic edge was observed to have broken off necessitating lens explantation and exchange. The lens was explanted through an enlarged incision during the original surgery session and was exchanged for a back-up lens without further incident. The incision is reported to have been sutured. Post-operatively, the patient is reported to have presented with a corneal injury and unplanned astigmatism. The product has been retained and is being returned to rayner for evaluation. Product evaluation anticipated, but not yet begun. The photos provided to rayner have been reviewed and the optic damage observed is consistent with the lens getting trapped in the flaps during closure of the cartridge. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 041167367.

Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred during implantation of a rayone aspheric rao600c. The event description provided states that iol optic damage was observed immediately following implantation into the eye necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation the optic edge was observed to have broken off necessitating lens explantation and exchange. The lens was explanted through an enlarged incision during the original surgery session and was exchanged for a back-up lens without further incident. The incision is reported to have been sutured. Post-operatively, the patient is reported to have presented with a corneal injury and unplanned astigmatism. The photos provided to rayner have been reviewed and the optic damage observed is consistent with the lens getting trapped in the flaps during closure of the cartridge. The device was retained and returned to rayner for evaluation. The injector was returned dehydrated in a plastic bag, and the lens was returned hydrated in a plastic vial. Cosmetic inspection of the vial contents showed that the iol had been returned cut into three pieces. The haptic was noted to be detached from the iol body and a piece of optic was identified to have broken off. No further testing of the iol was possible due to the damage nature in which the lens was returned. Preliminary inspection of the injector showed that injector flaps were closed, and the plunger was fully retracted. Evidence of viscoelastic use was also observed. To facilitate further testing of the device, the injector was disassembled, and its parts were inspected under 10x magnification. This inspection showed that there was no damage to the injector nozzle; however, the soft tip of the plunger was found to be torn/broken. No testing of the injector was possible due to the damaged nature in which it had been returned. The damage to the injector plunger and to the lens is consistent with the lens getting trapped in the flaps at the point the flaps were clipped together. Lens trappage has prevented the plunger from advancing as intended, resulting in the observed damage to the soft tip. The root cause of the lens becoming trapped in the flaps could not be established from the product inspection performed. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 041167367.

Event description:
On 20th september 2021, rayner intraocular lenses limited received notification from its brazilian distributor of an event that occurred during implantation of a rayone aspheric rao600c. The event description provided states that iol optic damage was observed immediately following implantation into the eye necessitating lens explantation and exchange.